Event description:
It was reported that while in the cath lab, the sheath was inserted and the intra-aortic balloon (iab) was prepped. The md met resistance when inserting the iab through the sheath. As a result, the md was able to remove the iab from the sheath. A second iab was requested. The same sheath was used to insert the second iab. The md also met resistance inserting this iab through the sheath. The md removed the iab, and then removed the sheath over the spring wire guide (swg). Another sheath (not an arrow sheath) was inserted over the swg and the second iab was inserted without difficulty.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.